Manufacturer narrative:
Additional information: b5, h3, h4, h6, h11. B5: additional information received that the foreign material was "brown". H4: the lot was manufactured between april 11-15, 2024. H11: the device was received for evaluation. Visual inspection was performed which noted a dark yellow particle, embedded in the material of the tubing line. The particle was molded within the material of the tubing line and was not in the fluid path. The particle was identified to be polyvinyl chloride (pvc) material via a fourier transform infrared spectroscopy (ftir) test; pvc is the material of the tubing line. The reported condition was verified. The cause of the condition was related to the manufacturing process. Embedded particulate (not in fluid path) is unlikely to cause harm and does not impact the sterile pathway. Particulate outside of the fluid path does not impact the product delivered to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had particulate matter. It was unknown whether the foreign material was located outside or inside the tubing. This was observed prior to patient use. There was no patient involvement. No additional information is available.